Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2021 and a reservoir was used. During surgery, when trying to suck after bending the bottom flap, the reservoir swelled immediately, and suction could not be done. It was changed to another new reservoir, and negative pressure could be applied. Further details are not provided. There were no adverse consequences to the patient.